Event description:
The customer reported that during a cytotoxic infusion the smartsite between the central venous catheter (cvc) and the bbraun 2 way tap broke which resulted in blood leaking onto the floor. The pt parent clamped the cvc line when they noticed the issue. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No addition event or pt information provided.

Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. The device has been received but the evaluation is not complete. A follow up report will be submitted once the failure investigation has been completed.